Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant procedure, the walls of the cartridge cracked while the lens was being implanted into the patient's eye. As a result, the iol uncontrollably shot into the anterior chamber of the patient's eye. There was no patient harm and the lens remains implanted in the capsular bag. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the cartridge was returned loose in a bag. The cartridge has what appears to be numbers written along the anterior surface in red marker. The numbers are slightly illegible. Viscoelastic was observed in the used cartridge. The cartridge is cracked beginning at mid-nozzle on the posterior and travels forward throughtout the tip, extending into split/cracked damage. The tip has heavy stress lines. The cartridge shows evidence of handpiece use. All product and batch history records are quality reviewed prior to product release. A qualified associated lens model was used with the cartridge. A non-qualified injector and a non-qualified viscoelastic were used with the lens/cartridge combination. Root cause: severe tip damage was observed. The root cause is most likely related a failure to follow the dfu. The account used a lens/cartridge combination with a handpiece which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The viscoelastic indicated is also not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. This type of damage is typically progressive and worsens as the lens is advanced. The damage on the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use a qualified viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the qualified handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).